Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varices procedure performed on (B)(6) 2022. During the procedure, the bands overlapped. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle and the ligator housing), and a visual evaluation noted that the ligator housing was returned without the bands. The ligator housing teeth and the suture hole were in good condition. The handle slot had the trip wire secured and the suture thread contained the seven knots. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, there were no evidence of problems or defects showed. The handle was in good condition, and it worked as intended. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event; however, there is not enough objective evidence to determine that the reported event occurred due to a device problem. The returned ligator housing was in good condition without the bands attached, including the suture thread. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varices procedure performed on (B)(6) 2022. During the procedure, the bands overlapped. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.